Event description:
It was reported that the medication cassette showed no message and the alarm went off. No patient injury was reported.

Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medical will return this complaint for further investigation

Manufacturer narrative:
Other, other text: d4 and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Sample received consist in one cassette product. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received did not present any damaged, kink, cut or condition that could cause failure mode. Pump tube height: the sample was tested to measure the height of the pump tube arch and determine if was under or out of spec following the procedure. The pump tube height failed. However due to sample received in used conditions was possible that the pump tube height was modify during the use. Sample was filled with 100 millimeter (ml) of water. The sample was connected to the pump to look for unusual function. Sample was fully priming and connected without difficult, the pump was set running and no disposable alarm was activated. The reported issue was confirmed. A corrective and preventative action (CAPA) was open on 09/sep/2021 for no disposable alarm issue to identify the root cause. Currently the CAPA is in investigation results phase. Actions for no disposable alarm issue will be addressed under CAPA.